Manufacturer narrative:
The complainant indicated that the device has been disposed, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the balloon catheter caught on the stent. The 90% stenosed lesion was located in the severely tortuous and calcified distal left circumflex (lcx) artery. The physician placed a taxus 16mm x 2.5mm stent, however, intravascular ultrasound (ivus) imaging revealed that the stent was not fully expanded. Upon advancing the quantum maverick 12mm x 2.75mm for post-dilatation of the stent, the tip of the balloon catheter caught on the proximal portion of the implanted stent. After approximately 5 minutes, the balloon was released from the stent. It was unknown if any additional devices were used to remove the balloon catheter from the stent. Upon removal, the physician noted that the shaft of the balloon catheter was kinked. The procedure was completed using another manufacturer's device. No patient injuries or complications were reported. The patient's status is reported as "good."